Event description:
The customer's daughter stated that the customer was hospitalized due to low blood glucose levels. The blood glucose levels at the time of hospitalization was not reported. Troubleshooting was performed. The settings on the insulin pump were correct. The insulin pump passed the lead screw test. An alarm was found in the history of the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.